Event description:
Pt underwent total right knee arthrosplasty on 1/15/92. February, 95 radiograph showed a shear of the pegs on the patellar implant. Surgery to replace the implant was performed on 2/15/95.